Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent high out of range (oor) shock impedance spikes on the right ventricular (rv) lead, measuring greater than 200 ohms. The patient's rv lead is a non-boston scientific product. Troubleshooting was performed and the oor impedances were unable to be recreated. Boston scientific technical services (ts) discussed that this could be a spring contact issue in the device header, and recommended performing a 41j commanded shock to test the ability of the system to charge and deliver a shock. This crt-d remains in service. No adverse patient effects were reported. Additional information was received which indicated the patient passed away, unrelated to the implanted system. This device was returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent high out of range (oor) shock impedance spikes on the right ventricular (rv) lead, measuring greater than 200 ohms. The patient's rv lead is a non-boston scientific product. Troubleshooting was performed and the oor impedances were unable to be recreated. Boston scientific technical services (ts) discussed that this could be a spring contact issue in the device header, and recommended performing a 41j commanded shock to test the ability of the system to charge and deliver a shock. This crt-d remains in service. No adverse patient effects were reported.